Event description:
The customer reported that two vizishot needles used for an unspecified procedure broke off in the patient. The needles were used with the evis exera ii ultrasonic bronchofibervideoscope. There was no further patient impact reported. Additional information was requested multiple times; however, no further information was received at this time. This event is reported under the following related patient identifiers: 1. (B)(6) - evis exera ii ultrasonic bronchofibervideoscope. 2. (B)(6) - needle 1. 3. (B)(6) - needle 2. This medwatch report is for patient identifier (B)(6).